Event description:
Additional information was received that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) continued to exhibit high out of range shock impedance measurements. The physician has opted to continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is (B)(6) 2000.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements that were able to be reproduced while the patient was in the office. At this time no further tests have been performed and the patient was scheduled to see their physician. The rv lead and crt-d remain in service. No adverse patient effects were reported.